Manufacturer narrative:
Inspector inspected the device at the retailer. The investigator found that the chair had been partially disassembled and that the electrical connections were missing from the chair. It is obvious that the chair has been altered from the condition that it was in at the time of the accident.

Event description:
Customer claims that the control button stuck resulting in her being thrown from the chair causing injury.